Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
The really cool flip top cover that is supposed to close, never to be opened again, doesn't stay closed without the assistance of tape. There were no adverse events or injuries, other than frustration.